Event description:
While removing a very dense cataract, the surgeon observed a capsule tear after insertion of a collamer lens. The lens was removed and a replacment lens was used. An anterior vitrectomy was performed. The patient's best-corrected visual acuity was 20/60 postoperative. According to the surgeon's nurse, the patient's diagnosis is good.